Event description:
It was reported that a surgeon implanted a patient with two prodisc c vivo implants at c4-5 and c5-6. At the one year follow up it was found that the implant at the c4-5 level had migrated. The patient had no symptoms and no additional medical intervention was planned.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a surgeon implanted a patient with two prodisc c vivo implants at c4-5 and c5-6. At the one year follow up it was found that the implant at the c4-5 level had migrated. The patient had no symptoms and no additional medical intervention was planned. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the complaint investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the harms associated with this complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The vivo device remains implanted within the patient therefore no device evaluation could be completed. Imaging was provided that showed the implant had migrated anteriorly. The implant has migrated, a cause for the migration is unknown. The submission is 1 of 1 devices involved in this event.